Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable would not charge the pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was able to charge pump using an alternate usb cable. A replacement usb cable was sent to the customer.